Manufacturer narrative:
The reported complaint of failing preventative maintenance was not confirmed or reproduced. ¿ review of the suspect device error log showed no errors were recorded on the reported event date. ¿ review of the suspect device event log showed the suspect device was not in use on the reported event date. There was no record of the device in maintenance mode; the report of failing preventative maintenance could not be confirmed. ¿ inspection of the suspect device showed no anomalies with the pumping mechanism. ¿ testing showed the device was performing within specification. ¿ review of the source device data showed the device was calibrated within specification at the time of production. This indicates the device has not been calibrated since production on 29 july 2019. ¿ the device was reported with no patient involvement. ¿ bd recommends that rate accuracy test sets must be replaced after 60 uses. When performing the rate accuracy test, follow instructions to ensure that the set is properly loaded and that there are no bubbles in the set when priming is completed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that device failed preventative maintenance. The flow accuracy was low and the closest measurement was 11.391ml/hr. There was no patient involvement.